Manufacturer narrative:
Date of the event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report: 1627487-2021-16121, related manufacturer report: 1627487-2021-16122. It was reported that patient experienced ineffective therapy. Patient denies any traumas or falls. Upon diagnostic testing high impedance issue was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
A patient experiencing ineffective therapy due to high impedance was reported to abbott. The system was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein the scs leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.